Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up and down arrow keypad buttons were intermittently unresponsive. The reporter denied trauma to the keypad. The patient reportedly wore the in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.